Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced out-of-range blood glucose readings, including a low reading that triggered an ilet alert and a preceding high, with approximately a 15-point discrepancy noted between ilet readings and fingerstick values over the week; the user performed a fingerstick and input the value into the ilet for recalibration and used juice, with bread or pasta recommended, and later reported correction of high glucose via the ilet. Symptoms included none reported. Outcomes included no outside assistance and no medical intervention, with blood glucose reportedly 79 mg/dl by the end of the call. Investigation included troubleshooting and education, including verification of fingerstick calibration entry and monitoring guidance. Investigation of this case revealed cause unclear for both hypoglycemia and hyperglycemia, with potential sensor-to-fingerstick variance reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.